Event description:
A punched out fenestration piece remained in the fenestrated hole which could have became loose while in use with a pt. The reporter stated that this was discovered during visual inspection of the inventory. No pt involvement.

Manufacturer narrative:
The sample associated to this report has not been returned for evaluation.